Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 429 of 2637 lifetime v-sic occur since (B)(4)-2013. One nonsustained tachycardia and three ventricular fibrillation episodes of less than 220 ms v-v cycle are recorded between (B)(4)-2013.

Event description:
It was reported that there was oversensing from external interference on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164vwc, implantable cardioverter defibrillator, (B)(6) 2007, implantable tachy lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.